Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was not able to communicate with her ipg using her charger. X-rays revealed the pt's ipg and flipped. The pt underwent a surgical procedure and her ipg pocket was revised. The pt was able to communicate with her ipg using her charger postoperative.